Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the air flow port could not be tightened. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 07mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and found that the exhalation port was loose and the front panel was broken. The fse replaced front panel and the issue was resolved. The fse also replaced the filters as a part of preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.